Manufacturer narrative:
Device analysis for lead 0206297956 revealed the distal end conductor was broken. Conductor #3 was broken 6.8cm from the distal end at the electrode weld site. The proximal end conductor was broken. Conductor #0 was broken 1.7cm from the proximal end at contact weld site. Outer insulation cut, cosmetic. Outer insulation pinched. Suspected tool marks in outer insulation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received (via a manufacturer representative) from a healthcare professional. It was reported the patient had good relief when implanted for occipital nerve stimulation (ons). However, the patient was hit directly on the lead that was implanted in the occipital region. Since then, electrodes 0 and 3 started to show higher impedances (greater than 2,500 ohms), but the patient was able to receive a "certain good relief". Since (B)(6) 2015, electrodes 0 and 3 showed out-of-range impedances. The physician tried different other programs, but the patient was not able to get as good of relief as before. The lead was explanted and replaced, and the issue resolved. The patient was alive with no injury at the time of the report.